Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator non-malignant pain. It was reported that the patient wanted their device explanted. After several programming attempts, the patient states that they experienced painful stimulation in their right ribs. The patient stated that a doctor told them that their right lead moved.

Manufacturer narrative:
Analysis of the ins (nmd731520h) found that the stimulation was functionally okay, there were insignificant anomalies. Analysis of the lead (va0zspa033) found the stimulation lead body had been cut through. Analysis of the lead (va0zspa027) found the stimulation lead body had been cut through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.